Manufacturer narrative:
H3: one portex bivona tracheostomy tube from p/n 67pfs40 was received in used condition with its certificate of decontamination and without its original packaging. Visual inspection was performed at 12" under normal lighting to the received unit, in order to detect any damage on the cuff. The sample was filled with 5cc of air in order to see if there was any functional problem. During the test, the pilot balloon inflated but all air was still stuck in it. The pilot balloon was manipulated, however, all the air was still stuck in the pilot balloon. Extreme force was required to inflate the cuff. Relevant documents were reviewed and considered adequate and correct for testing and inspection activities. The reported issue was able to be duplicated. The cause of the issue was traced to manufacturing.

Manufacturer narrative:
Additional information was received from the customer indicating that following placement of the trach tube, the ventilator alarmed continuously with insufficient volumes. It was also reported that the patient's breath sounds were diminished bilaterally with an obvious air leak. Subsequently, the physician returned and changed the trach tube out with a new one. The patient recovered with adequate ventilator volumes. The cuff was assessed and found that it was defective and would not inflate when water injected into it. Updated fields: a2, a3, b3.

Event description:
Information was received indicating that immediately following placement of a smiths medical portex bivona tracheostomy (trach) tube, the ventilator alarm occurred. A trach tube change out was performed. Following removal of the defective tube, it was found that the cuff was not inflating. Air was inserted into the pilot balloon, but the cuff would not inflate. There were no reported adverse patient effects.